Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was by stress of repeated use, external factors, or handling of the device. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it the foreign material adhered to the nozzle at reprocessing. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing of the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a suspected cleaning brush remaining in pipeline found in reprocessing. The issue occurred during reprocessing, and the diagnostic procedure was completed with the same device, and without delay there were no reports of patient harm. The device was returned to service where evaluation found there was cleaning brush residue in the conduit. This report is being submitted for the reportable function found at evaluation.

Manufacturer narrative:
The device was returned and evaluated, and there was cleaning brush residue in the conduit. Additional findings include the following: due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, adhesive on bending section cover has a chip, adhesive on bending section cover has a crack, light guide lens has discoloration, plastic distal end cover has a scratch, connecting tube has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.